Event description:
It was reported that during an unknown procedure, there was leakage of the device. It is unknown how the procedure was completed. There were no adverse consequences for the patient. The customer disposed of the device, no device will be returning. Additional information has been requested, a supplemental report will be sent upon receipt of further event detail.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.

Event description:
Caller reported 15.9 mmol/l, 9.2 mmol/l, 5.6 mmol/l, and 13.2 mmol/l on mobile system, 13.8 mmol/l, 8.8 mmol/l, 4.8 mmol/l, and 10.2 mmol/l on compact plus system within 10 minutes. Reported no adverse event relative to discrepancy. A request was made for the return of the meter and strips, replacement sent.

Manufacturer narrative:
(B)(4). Device not returned the complaint could not be confirmed because no device was returned for analysis. The manufacturing records were reviewed and no anomalies were found.